Event description:
It was reported that the drill attachment overheated during testing. There was no pt involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
The device has reached the mfg site for investigation. Investigation is ongoing. A f/u report will be filed once the investigation is complete.